Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance that had been hovering around 100 to 125 ohms, and had just triggered out of range at 128 ohms. The plan was to continue to monitor and discussed increasing the alert threshold. The lead remains in-service. No adverse patient effects were reported.